Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation and overlay tubing of the lead were extrinsically breached due to a cut, the overlay tubing of the lead was observed to have blood ingression and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there were short v-v intervals, which could indicate oversensing. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.